Event description:
Additional information was received that a revision procedure occurred for the ra lead dislodgement. Upon opening the pocket it was noted that the ra lead had dislodged out of the atrial appendage and into the tricuspid valve. After the physician repositioned the lead it dislodged again. The ra lead was repositioned a second time successfully with good measurements. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead atrial was sensing ventricular activity with no atrial activity was being sensed and no threshold measurements could be obtained. A chest x-ray confirmed the lead had dislodged. There were no pacing pauses or asystole noted. The physician is going to place a new lead. At this time, the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.